Event description:
It was reported that on (B)(6) 2014, device interrogation noted the expected residual volume (erv) was 3.3ml, and the actual residual volume (arv) was 15ml. The following refill volumes were within expected range. The event was reportedly related to the pump and catheter. The severity was mild. The outcome was resolved without sequelae as of (B)(6) 2014. The pump system was being used to infuse baclofen (compounded), ziconotide, and hydromorphone. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that no symptoms were noted. The cause of the event was unknown and no actions were taken.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The therapy related event, device diagnosis was changed to other device diagnosis; suspected catheter malfunction.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).